Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. In addition, it was reported that an occlusion alarm occurred. Customer's blood glucose level ranged 390-400 mg/dl. Customer changed the cartridge to address the occlusion and continued using the pump for insulin therapy.